Manufacturer narrative:
Result: erroneous results generated. Carbon bridge leaking.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report imprecise quality control (qc) results and erroneous results for one (1) patient sample for sodium (na), chloride (cl), and calcium (calc) assayed on their unicel dxc 600 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that a low anion gap result alerted the operator to an abnormal condition. The patient sample was re-assayed for na, cl, and calc. These repeat results were interpreted to be correct and were reported out of the laboratory. A field service engineer (fse) was dispatched to the customer's site. The fse observed that the carbon bridge was leaking. The fse replaced the carbon bridge and verified analyzer performance per established procedures.